Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant request form was provided for the patient's right proximal tibia jts. Noted on the form: "the patient has a legs length discrepancy about 80 mm because of untimely extension last years (far away from the hospital, covid pandemic, etc). Also has knee joint muscle contracture. Remaining 20 mm will be extended before surgery. Save the distal tibial stem."

Manufacturer narrative:
An event regarding a jts, proximal tibial replacement, extension mechanism, achieving maximum extension was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as the subject device was not returned and no photographs were provided for review. Clinician review: the implant in situ was for jts proximal tibial replacement which was inserted on (B)(6)2017. The surgeon reported leg length discrepancy. The CT image provided shows that the length for implanted tibial was 314mm, and for opposite tibial was 332mm, which was 18mm shorter. The length for affected femur was 314mm and for opposite femur was 371mm, which was 57 mm shorter. The length for the affected leg was 75mm shorter than the opposite leg. Therefore, the radiographic review can confirm the clinical report and reason for revision. Conclusion: on the (B)(6) 2022 it was reported "a patient specific implant request form was provided for the patient's right proximal tibia jts. Noted on the form: "the patient has a legs length discrepancy about 80 mm because of untimely extension last years (far away from the hospital, covid pandemic, etc). Also has knee joint muscle contracture. Remaining 20 mm will be extended before surgery. Save the distal tibial stem." There is no indication of device or manufacturing related issues. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient¿s continued growth. The device successfully fulfilled its function and therefore no further investigation is required. The maximum extension that the device is designed to achieve is clearly indicated on the operation drawing provided to the surgeon with the device. The provided information indicates that this event is anticipated. The device related to this reported event was designed to extend to maximum extension as intended and is therefore considered concomitant. At the request of the surgeon a revision device has been designed, for a procedure that has been scheduled for completion once the in-situ device has fully achieved maximum extension, in order to provide the non-invasive growing device with the capability for further extension. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant request form was provided for the patient's right proximal tibia jts. Noted on the form: "the patient has a legs length discrepancy about 80 mm because of untimely extension last years (far away from the hospital, covid pandemic, etc). Also has knee joint muscle contracture. Remaining 20 mm will be extended before surgery. Save the distal tibial stem."